Event description:
Healthcare professional reported " possible rupture". Later healthcare professional reported capsular contracture baker grade IV and no rupture". This record is for the "left" side. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Upon receiving correct device information, it was noted that the breast implant is non-PMA approved. Hence unreporting the previously reported event of capsular contracture baker grade IV.

Event description:
Upon receiving correct device information, it was noted that the breast implant is non-PMA approved. Hence unreporting the previously reported event of capsular contracture baker grade IV.